Event description:
It was reported that during an unknown procedure, the device locked out and fired inconsistent row of staples. There was no patient consequence. The case was completed with another device of the same product code.